Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely via merlin.net. Review of the transmission revealed that the implantable cardioverter defibrillator had inappropriately delivered anti-tachycardia pacing therapy. The device had misdiagnosed atrial fibrillation with rapid ventricular response as a true ventricular tachycardia. The patient did not take his medication (beta blocker) causing the rapid atrial fibrillation. Programming changes were discussed. No intervention was performed. The patient was in stable condition.